Manufacturer narrative:
(B)(4). The opt946 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Following the report of the incident f&p attempted to retrieve the complaint cannula, photos & further information from the hospital. Method: the complaint opt946 nasal cannula has not been returned to f&p for evaluation, our investigation is based on further information provided by the hospital and our knowledge of the product. Conclusion: without the complaint device we cannot confirm exactly what may have caused the reported disconnection. However the customer provided further information that the patient was restless and this could have led to the reported disconnection. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt946 nasal cannula include the following steps: - ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. - cannula can become unattached if not used with the head strap clip. - attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the opt946 headgear disconnected from the strap, which lead to patient desaturation. The patient was intubated and put on a non-rebreather mask. No further patient consequences were reported.